Event description:
Patient presented back to the physician with swelling, difficulty breathing, and hematomas at the neck and chest sites after accidentally resuming their blood thinners after the implant procedure. Physician brought the patient into the or, evacuated the hematomas at the chest and neck sites, and used electrocautery to treat the affected sites. This resolved the issue.